Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the actual device was not received for evaluation. However, we did receive performance data collected from the device and have analyzed the data. No anomalies were found from the analysis of the data.

Event description:
It was reported that the patient was seen in the emergency room due to syncope and was receiving chemotherapy due to another health condition. It was also reported that the right ventricular (rv) lead had noise, loss of capture, t-wave oversensing and an increase in thresholds. The sensitivity threshold for the ventricular sensing was programmed to a higher value and the chemotherapy was stopped. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.